Manufacturer narrative:
Results code - product performance engineering was unable to determine a conclusive root cause for dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the sds in the protective sheath on the stylet. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were three kinks in the hypotube 31.7 cm, 46.4 cm, and 66.3 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The measurements were oversized. The inner diameter of the orange protective sheath were measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that the stent dislodged during prep and was found on the stylet. Analysis of the sds noted the presence of contrast in the inflation lumen and balloon. This suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath also met manufacturing specification. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There are no indications of a manufacturing quality issue. In addition, three kinks were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent dislodged during preparation and was found on the stylet. The device was not used on the patient. No additional event or patient information is available.